Manufacturer narrative:
6/13/97-supplemental report #1 submitted to FDA.

Event description:
During a lung volume reduction procedure, reportedly the instrument was difficult to open after reloading. The surgeon used another device. The hosp reportedly that no pt injury had occurred.